Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022, the patient's infusion set's tubing had detached/broken at site connector. Therefore, her blood glucose level was between 157 mg/dl - 215 mg/dl at the time of the event. Moreover, the infusion set had been used for a day. Further, they replaced the infusion set and resumed insulin successfully. No further information available.